Event description:
A rn reports that he wore and was exposed to latex gloves made by several different glove manufactures. He states that he experienced the following symptoms: sneezing, coughing and tearing. He states that he has a "type-1 latex allergy'.